Manufacturer narrative:
Correction: b5: field should be corrected to reference additional report and additional lead information. Correction: h10: field should include the following: sus voluntary even report was received. Medwatch mw5115758; sus voluntary even report was received. Medwatch mw5115759; sus voluntary even report was received. Medwatch mw5115760; sus voluntary even report was received. Medwatch mw5115761.

Event description:
Related manufacturer reference number: 2017865-2023-17420; related manufacturer reference number: 2017865-2023-17421; related manufacturer reference number: 2017865-2023-17503. It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. Additionally, instances of high pacing impedance, signal artifact, and device sensing problem was noted on of the patient's leads. Surgical intervention was taken to address one instance of lead malfunction. No intervention or adverse consequences to the patient were reported.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
Related manufacturer reference number: 2017865-2023-17420. Related manufacturer reference number: 2017865-2023-17421. It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. Additionally, high pacing impedance, signal artifact, and device sensing problem was noted on both of the patient's leads. No intervention or adverse consequences to the patient were reported.